Manufacturer narrative:
Information anticipated, but unavailable at this time. (510(k)#k983536)

Event description:
During a lower anterior resection procedure, the doctor fired the device and could not remove it, because it was catching on the asastomosis site. Eventually, the circular stapler released, but it ripped the anastomosis. Upon examination ot the tissue rings, no plastic washer could be found and only the proximal tissue ring was visable. The doctor removed some of the staples and they were not completely formed. The doctor had to hand sew the anastomosis. The event cause the surgery to last approximately one and a half hours longer because the doctor had to hand sew the anastomosis. The doctor felt he created a good anastomosis and the patient should do fine.